Event description:
A patient contacted (B)(4) service department on (B)(6) 2013 and stated that since her mammogram at (B)(6) medical center on (B)(6) 2012, she had been treated for a re-occurring itchy rash on her breast. She reported the cause to be a rash occurrence of broken glands. The patient was referred to (B)(6) medical center, as this appeared to be a medical issue unrelated to the function of the mammography systems. The patient again contacted (B)(4) service department on (B)(6) 2013. She reported that (B)(6) medical center conducted an investigation into this matter and claimed no malpractice. She requested a form for the purpose of filing a claim with (B)(4) as she alleges that her problem is a direct result of having a mammogram.

Manufacturer narrative:
The reported event occurred over 18 months ago. No malfunction or adverse event was identified during the mammography procedure. Personnel at (B)(6) medical center confirmed the mammography system was working as it should at the time of the patient's mammogram.